Event description:
The pt received her scs system on (B)(6) 2006. It was reported that the pt's ipg was unable to communicate with the programmer and charger. It was reported that the pt had ceased using the system in 2006 and did not recharge the ipg. The pt had her ipg explanted and replaced on (B)(6) 2011. The ipg has not been returned to the manufacturer. No further information is available .

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.